Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the distal end of the microcatheter was severely damaged and fractured. The distal tip of the device/ ro marker was not attached to the device. During the functional testing was not required as the defect was visually confirmed, and the condition of the device would not allow for functional testing. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed during analysis. The device failed to meet specifications when received on inspection. The damage noted to the device would be indicative of the as reported defect. The event will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the catheter (subject device) tip was found stretched and fractured. The device was replaced and the procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.

Event description:
It was reported that during the procedure the catheter (subject device) tip was found stretched and fractured. The device was replaced and the procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.